Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient's sensor had migrated to the right ventricle as indicated by the sensor waveforms. A chest x-ray was planned to assess positioning of the sensor. The patient experienced no adverse consequences due to the reported event.

Event description:
The site continued to use the readings for trending purposes despite the migration.